Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. In a follow up, the surgeon reported that the lens was exchanged for another lens of different power. The surgeon thinks that possibly the event was due to preoperative measurements that were inaccurate due to the patient having had a history of trauma. The event resolved after the exchange procedure.

Manufacturer narrative:
A sample device was not returned for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. Zip code is not indicated at this time. (B)(4).